Event description:
Procedure: hernia. According to the reporter: the protack fired once and then would not fire the remaining tacks. This happened with five protacks consecutively. The surgeon completed the case. However, the surgeon kept opening new protacks until the procedure was completed. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated on (B)(4), 2010, therefore, this report requires a 5 day MDR.